Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed, and the reported failure was confirmed. Failure analysis found the primary finding of instrument grips/tips broken to be related to the customer reported complaint. The instrument was found to have the distal tip completely removed from the snake wrist. The broken piece was returned with the instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the suction irrigator instrument was used in blunt dissection of soft tissue when damage to the device was noticed. When the suction irrigator instrument was removed from the patient, the tip of the suction irrigator detached from the shaft and was lodged in the trocar. The tip was removed from the trocar with a laparoscopic instrument and removed from the sterile field. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed fragments did not fall into the abdomen of the patient, but the suction irrigator instrument tip was detached, and in the trocar, which was in the patient. The suction irrigator instrument was inspected prior to use and there was no damage noted. There was no injury to the patient.